Event description:
The report stated that after removing patient return electrodes following a radio frequency ablation procedure, it was noticed that both of the patient's thighs were burned where each of the two pads used were located. There were some red rashes on the skin where the pads were positioned. Also, there were blisters on the inner side of the thighs where the cords had been making this a 2nd degree burn. The patient is currently under medical treatment. The setting of the generator was a maximum of 90w. The total time of ablations during the procedure was 17 minutes with the 1st lasting 12 minutes and the 2nd 5 minutes. Originally only one pad was reported for this incident. However two pads were returned for this incident and both were found to have no resistance. The other is reported on MDR report #1717344-2008-00048.

Manufacturer narrative:
Site burns can be the result of a number of causes including placement, duration of treatment and power settings, patient condition, and potentially by failure of the dispersive electrodes to perform as intended. One of the causes of burns is poor placement. As noted above, proper placement of the device and ensuring good contact throughout the procedure (especially if the patient is repositioned) are critical components to avoiding burns. This is covered in detail in our IFU. Furthermore, we are aware that some customers reuse pads even though they are clearly labeled as single use devices. Reused dispersive electrodes can dry out and be a source for burns because they do not conduct electrical current properly. In this particular investigation a stress fracture in the foil at the tab end of the electrode was noted and could have contributed to the reported event. A failure analysis into the occurrence of stress fractures found that they could be induced by manipulation of the tab during assembly, application to the patient and removal from the patient. Additionally, a device that has been reused and subjected to multiple manipulations has a much greater chance of incurring a stress fracture. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as cited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises. Additionally, in march 2007 manufacturing improvements were implemented to reduce the possibility of stress fractures.